Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported patient outcome could not be conclusively determined through this investigation. It was reported through the patient outcome, the patient passed away. Per hospital policy, cause was not provided. No additional information was reported. No autopsy was performed. The device was not explanted. The device will not be returned for evaluation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 07 jun 2013. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 ¿introduction¿ of this document lists death as an adverse event that may be associated with the use of the heartmate ii lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through the patient outcome, the patient passed away. Per hospital policy, cause was not provided. No additional information was reported. No autopsy was performed. The device was not explanted. The device will not be returned for evaluation.